Event description:
It was reported that this artificial urinary sphincter (aus) cuff was replaced due to recurrent incontinence and patient dissatisfaction. There were no further patient complications reported.